Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Target device could not be fixed correctly with the fixation screw. It wobbled and there had been missdrillings. Distal mis-drilling noted after x-ray. Target device fixed on the nail. Angular gear was used to complete the procedure successfully. Surgical delay of 30min. Not longer. No other consequences reported.

Manufacturer narrative:
Evaluation revealed the targeting arm as primary product. Fixation screw t2 femur and nail handle t2 femur are regarded as associated products. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed neither proximal ¿ nor distal contacts of the drill to the drill holes of the sample nail. The function of the targeting arm returned was fully given. A mis-targeting could not be reproduced during performance of the pre-operative check. The alleged event ¿distal mistargeting and wobbling¿ could not be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities.

Event description:
Target device could not be fixed correctly with the fixation screw. It wobbled and there had been misdrillings. Distal mis-drilling noted after x-ray. Target device fixed on the nail. Angular gear was used to complete the procedure successfully. Surgical delay of 30min. Not longer. No other consequences reported.